Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield skull clamp (a1059) was returned for evaluation: failure analysis: unit received with the lock having rotational and lateral movement and a residue buildup was present. Unit needs new components added to replace worn internal parts. Unit is beyond integra's 7 years recommended life cycle (manufactured in 2010). General maintenance and cleaning also required. Root cause: the reported complaint was confirmed by inspection of the returned unit. The lock had movement and required replacement of worn internal parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 1 of 2 reports which is linked to mfg report number 3004608878-2021-00041: a facility reported that the locking mechanism of the mayfield skull clamp (a1059) was broken/malfunctioning. There was no patient contact and no delay in surgery.